Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight is not available for reporting. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient experienced left femur pain and x-ray confirmed nonunion, a broken 1.7mm cable with crimp and slightly bent plate. Revision surgery was performed on (B)(6) 2016 during which time all existing hardware was removed (1 plate, cables and an unknown quantity of unknown screws). The patient was revised to a longer plate with additional cables and screws. There was no surgical delay and the procedure was completed successfully. The patient was initially implanted with the complained hardware on (B)(6) 2016 during an open reduction internal fixation (orif) procedure to treat a periprosthetic fracture of the left femur. The fracture was below a previous total hip replacement implant (non synthes). This report is 1 of 2 (B)(4).